Event description:
It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 31mm watchman flx pro closure device. On (B)(6) 2024, at the six (6) month follow up, a slight thrombus-like echocardiogram image was observed on the device helix area measuring about 5 to 10 mm by visual inspection. Upon checking the image, it was found that there was no mobility at all, and the brightness was high. The physician noted that it was only slightly observed in the helix area, and it appeared to be a so-called normal endothelialization process; however, the presence of thrombus on the echocardiogram cannot be ruled out. The patient is taking dual anti platelet therapy (dapt) and was switched to oral anticoagulation (oac), which was originally taken post procedure. There are currently no issues with the patient vital signs, and there are no signs of cerebral infarction. The patient will continue to be monitored at the next follow up.